Manufacturer narrative:
(B)(4): a2: the study population had a mean age of 60.2 years at time of surgery. D6a: implant date between (B)(6) 2014 and (B)(6) 2019. G2: report source japan. Report source: "literature: adjustment of stem anteversion using tapered cone stem in total hip arthroplasty, s. Yamate, s. Hamai, t. Konishi, y. Nakao, s. Kawahara, d. Hara, g. Motomura, y. Nakashima. Department of orthopaedic surgery (2024). Pages 1-10. Doi: 10.1302/2633-1462. 510.bjo-2024-0144.r1". The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 17-mar-2025, a journal article was retrieved from bone and joint (2024) that reported a study from japan. The aim of this study was to evaluate the suitability of the tapered cone stem in total hip arthroplasty (tha) in patients with excessive femoral anteversion and after femoral osteotomy. The study reviewed a total of 62 hips/58 asian patients, with proximal femur anatomical abnormalities, undergoing a primary (non-traumatic) tha, between august 2014 and january 2019, using a wagner cone stem. Then the article investigated implant survival time using the endpoint of dislocation and revision and compared the prevalence of prosthetic impingements between the wagner cone, a tapered cone stem, and the taperloc, a tapered wedge stem, through simulation. Three analyses were performed: analysis 1 included review of medical records and implant survival (62 hips/58 patients); analysis 2 (jun-2022) included reported outcome measurements through simulation (55 hips/52patients); and analysis 3 (aug-2023) included a mail survey of patient related outcome measures (prom) (36 hips/33 patients). Surgeries were performed by six senior surgeons (sh, gm, yn, si, mf, jf) at kyushu university using a posterolateral approach. Cementless (zimmer biomet) acetabular cups were involved and include the g7 cup (43 hips), the continuum cup (18 hips), and the trabecular metal acetabular system (1 hip). The head size was 32 mm in 59 hips and 28 mm in three hips, with zirconia toughened alumina ceramic heads in 60 hips and cobalt-chromium heads in two hips. Cross-linked polyethylene was used in all hips, consisting of an elevated liner in 33 hips and a neutral liner in 29 hips with a single mobility construct. The indication for surgery was osteoarthritis, osteonecrosis of the femoral head, after hip arthrodesis, and skeletal dysplasia. The study population had a mean age of 60.2 years at time of surgery; (18 males/44 females); (30 right/32 left). It was reported that one patient experienced a surgical site infection. No further discussion or information regarding intervention or outcome was provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or more invasively with an irrigation and debridement (I&d) which promotes healing at the site and prevents further complications. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.